Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Visual inspection of the catheter body identified a hole. Visual inspection identified there was damage to the transition tubing. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 412 mcg/day via an implanted pump. It was reported the pump connector was stuck on the pump. The event/difficulty occurred on (B)(6) 2021 during a procedure. It was further reported since april or may, the patient intermittently had symptoms of withdrawal such as increased spasticity, itching, personality changes, etc. And patient¿s family stated they kept coming to the emergency department (ed) without resolution and then the patient was diagnosed with covid-19 so he then had to recover from that before identifying further issues with the pump. It was noted they were not notified of this incident until day of surgery. The pm<(>&<)>r team aspirated the catheter and were unable to aspirate fluid and deemed the catheter as not patent and needed to be removed. It was noted when the neurosurgeon was removing just the catheter, the pump connector was difficult to remove from the pump and the white covering sheared off of the metal and the pump connector was unable to come off of the pump. It was reported they had to replace the pump in addition to the catheter when the surgery was only intended to be a revision of the catheter. Removal of the pump and entire catheter and replaced with a new pump and catheter. The pump would be returned. It was noted they were unable to obtain the entire catheter as the team accidentally threw away a piece that the rep could not retrieve in a garbage bin that did not allow for hands to go into and reach for parts. It was noted they tried hemo stat to turn the pump connector off but was unsuccessful. They tried many different ways to remove the pump connector with medical utensils and fingers but were unable to do so. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included a traumatic brain injury.